Event description:
Reporter indicated that a patient had the vns device explanted ¿a few years ago¿ due to pain in the ear, ¿snoozing noise¿ in the ear, and lack of efficacy. The vns was disabled prior to the explant. The events of ear pain and snoozing noise (tinnitus) were felt to be due to the vns, but did not occur during stimulation per the physician. However, the pain did cease when the vns was disabled. Evaluation by an ent physician revealed the tinnitus was not felt to be related to the vns. Additionally, the patient reported a lack of efficacy but later noticed her post-ictal phase was better during the vns therapy, shorter and with less memory loss. The explant date provided for the generator is approximate.